Manufacturer narrative:
The facility called in to technical service and a new foot pedal and cable were ordered. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt harm/injury" (no consequences or impact to pt). Product problem(s): "footswitch not responding during surgery." (Device inoperable). A customer reported the footswitch became unresponsive during the case. The system was switched out and the case was completed. There was no pt injury reported.